Event description:
It was reported an impedance test was run with a test cable and all impedances were ¿quite high¿ around 2000 and two contacts were over 10000. When the lead was connected to the stimulator there were higher impedances around 4000 with two contacts over 10,000. It was noted the therapy had not been turned on as of the day of report.

Manufacturer narrative:
(B)(4).